Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the unit passed all functional tests, all video output signals and images tested ok. The unit has up to date main switch and the software version was at 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, an intermittent b30 (scope communication error) displayed on the evis exera iii video system center. The system was already power cycled, and the contact points were cleaned on the scope, but the issue persists. It worked with the upper scope, but when switched it over to the lower scope it does not work. Additionally, the monitor kept turning purple. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.